Event description:
The reason for caller (rep) reports patient has abbott ICD implanted on (B)(6) 2025 caller reports patient charged his ins on (B)(6) 2025, at 2am his abbott ICD started shocking him. Patient went to the hospital, while in the hospital, he received 84 shocks from his ICD. Caller reports patient saw cardiologist and confirmed the leads in his abbott ICD are intact, patient thought his leads were broken as he was scheduled for ICD leads replacement. Caller reports the cardiologist checked x-ray before surgery and was confirmed the leads were intact and right location in the heart. Patient reports his shock from abbott ICD was not heart related. Caller reports during the time in the hospital, his stimulation has been on. Mdt rep indicated his charged duration was 3 days, caller reports patient have not charged his ins since (B)(6) 2025. Redirect caller to patient's hcp. Suggest interrogation on both devices and check for interaction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).